Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant, the right ventricular (rv) lead had dislodged and was in the atrium. The lead was initially programmed off and subsequently explanted and replaced. No patient complications have been reported as a result of this event.